Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a lead wall damage caused by stylet. There were no adverse patient effects as this issue was resolved prior to pocket closure.